Event description:
The farawave catheter was used during the procedure. Ablations were performed at the left superior pulmonary vein, left inferior pulmonary vein, right superior pulmonary vein, right inferior pulmonary vein, and the anterior mitral wall. Following the procedure, the patient required extended hospitalization due to dark colored urine. Cardiology suspected rhabdomyolysis, and the patient received 3 liters of IV fluids for hydration and post IV fluids were provided the next morning. Laboratory values were monitored during the patient stay. The patient had good output and no more hemolysis and was discharged home in stable condition. The patient was monitored overnight and discharged the next morning. The catheter is not expected to be return due to disposal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.